Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's mother that her son had a dual power hickman placed on (B)(6) 2017. On saturday (B)(6) 2017, the mother noticed a small hole in the center of the leg. Mother alleges the clamp may have caused the hole as the clamp is to sharp. The catheter was removed and replaced. No patient injury reported.